Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a high blood glucose level and that the basal rates were not delivering overnight. The customer's blood glucose level was 500 mg/dl. The customer declined to troubleshoot for high blood glucose levels. Nothing was replaced or returned.